Manufacturer narrative:
(B)(4). Device has not been received. A supplemental report will be sent upon completion of investigation if device is received.

Event description:
According to the reporter, the device fired extremely slow on every firing and failed to complete firing twice on the last firing. A new device was used to complete the case. There was no injury or adverse event reported.